Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a frozen display. Customer¿s blood glucose value was 192 mg/dl. Customer stated that the screen was dark. Customer stated that the alarm was occurred during that time when the buttons were not responding. Customer was unable to clear the alarms. Customer stated that he after the critical pump error the insulin pump was received a multiple insulin pump error alarm. Customer stated that they were able to rewind the insulin pump and also clear the alarm. Customer sated that the insulin pump did not pass the self-test. The device will return for the analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 49/23 alarm noted during testing. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Pump error 63 alarm during self test and confirmed in the device history. Unable to determine the root cause, problem isolated to the electrical board.